Event description:
An error message was reported with the freestyle libre 2 sensor. The customer received a "replace sensor" message, subsequently losing consciousness and fell down, suffering a black eye and abrasions. The customer was reportedly able to self-treat and additionally received unspecified treatment from a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated to 3mh005pqved as the previously submitted information was deemed invalid. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Sensor 3mh005pqved has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in sensor state 1 (storage state). There was no watermark at the base of the tail (indicating that the sensor was not applied correctly). Visual inspection was performed on the returned sensor plug and no failure modes were observed. No malfunction or product deficiency was identified, therefore this complaint is not confirmed to tail not properly inserted. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. The customer received a "replace sensor" message, subsequently losing consciousness and fell down, suffering a black eye and abrasions. The customer was reportedly able to self-treat, and additionally received unspecified treatment from a third-party. There was no report of death or permanent injury associated with this event.